Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq worked as designed and intended. The customer did not use the complete partial feature in mosaiq to correctly deliver the remaining mu, user error. The incorrectly delivered portion of the arc corresponds to an incorrect dose of 24 cgy which represents an error of 12% for the daily treatment and an error of 0.48% over the course of the treatment. The severity for this specific patient was insignificant.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that mosaiq did not record.